Manufacturer narrative:
(B)(4). Date sent: 2/15/2023. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the trigger was difficult to cycle and the clips did not advance into the jaw. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, excessive dried body fluids were noted in the shaft assembly. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw. 5 clips were found inside clip track. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic whipple, the clip was shearing through the vessel when deployed. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # x95j6l. A manufacturing record evaluation was performed for the finished device, el5ml lot and batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: "procedure: lap whipples" attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "did any bleeding occur from the clip shearing through the vessel? If so, how was the bleeding controlled? Did the patient need to have a blood transfusion? If yes, for the blood transfusion, how much blood did the patient require? Did the patient need any different type of post op care due to the bleeding?" This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.